Manufacturer narrative:
The reported high pacing lead impedance was confirmed via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly was suspected to be a lead connection issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, low voltage lead impedance was observed during implant. Lead impedance was within normal range when measured through the psa. Lead was cleaned and reconnected however high, out of range, impedance values were still observed. Device was explanted and replaced. Patient was stable throughout the procedure.